Event description:
It was reported that 1 bd luer-lok¿ tip disposable syringe each from lots 1043505 and 0298047 leaked when connected with the maxzero needless connector and piv. The following information was provided by the initial reporter: "we have started up again with a trend of leaking mz 1000-07¿s. This time ,we are seeing the leaking occur when the claves are connected to our 3 ml syringes and are being used with piv¿s not PICC¿s." "When leaking occurs, we are then uncertain if all of the medication reached the patient. What¿s interesting is that when we test with a 10 ml syringe, the leaking stops."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the potential lot numbers that could have contributed to the reported defect. This is the 2nd related complaint for leakage other on the potential lot numbers 1043505, 0298047.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1043505. Medical device expiration date: 2026-02-28. Device manufacture date: 2021-04-06. Medical device lot #: 0298047. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-12-02. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd luer-lok¿ tip disposable syringe each from lots 1043505 and 0298047 leaked when connected with the maxzero needless connector and piv. The following information was provided by the initial reporter: "we have started up again with a trend of leaking mz 1000-07¿s. This time ,we are seeing the leaking occur when the claves are connected to our 3 ml syringes and are being used with piv¿s not PICC¿s." "When leaking occurs, we are then uncertain if all of the medication reached the patient. What¿s interesting is that when we test with a 10 ml syringe, the leaking stops."